Event description:
It was reported that the bd® needle 1 in. Single use would not attach to the hub. The following information was provided by the initial reporter: while mixing in the clean room we found 1 bd needles 16gx1 precision glide was not attached to the hub.

Manufacturer narrative:
Investigation summary: it was reported one needle was not attached to the hub. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the needle is out of the hub. The white epoxy covers about 50% of the needle outer diameter and the needle hub has no residues of epoxy. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the epoxy dispenser may have been clogged at the cannulator. A device history record review was completed for provided material number 305197, lot 1335575. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator and epoxy dispenser was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.